Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. Follow up images dated (B)(6) 2012, revealed a proximal type I endoleak. No further intervention was planned or taken at this time. It was reported on (B)(6) 2012 there was a reintervention to correct the type I endoleak. The physician used a medtronic 36 aortic extender cuff. This did not fix the endoleak. The physician then used a palmaz stent and this resolved the type I endoleak. The pt tolerated the procedure.